Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm in an unknown cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag was not secured well and had disconnected. The technical services representative assisted the caregiver in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.